Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide (swg) assembly, ars syringe, and one introducer needle for evaluation. The swg displayed signs of use. A visual inspection of the ars syringe and introducer needle revealed no defects or anomalies. A visual inspection of the swg revealed a slight bend in the swg body. Microscopic examination of the guide wire confirmed the slight bend. No coils at the bend were offset or kinked and no other defects or anomalies were observed. Both welds were present and were observed to be full and spherical. The slight bend in the swg was located approximately 2 cm from distal end of the swg. The overall length and outer diameter of the spring wire guide were measured and found to be within specification. The guide wire was advanced through the returned ars syringe and 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance, despite the slight bend found during visual inspection. A manual tug test confirmed both the distal and proximal welds are intact. A device history record (DHR) review was performed on the guide wire and insertion components (ars and introducer needle) and no relevant manufacturing issues were identified. (Con't) other remarks: the instructions-for-use (IFU) provided with this kit describes suggest techniques for insertion to minimize damage to the guide wire during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The reported complaint that the swg could not pass through the introducer needle was not confirmed based on the sample received. No defects or anomalies were found on the ars syringe or introducer needle and the swg was able to fully advance through both devices, despite the slight bend found during visual inspection. A DHR review was performed and no manufacturing issues were identified. Since the syringe and needle contained no defects, and the swg was able to pass through both devices with minimal resistance, no problem was found.

Event description:
The customer alleges that the central portion of the guide wire was bent, so the needle could not enter. A new set was used and the procedure was finished without issue.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the central portion of the guide wire was bent, so the needle could not enter. A new set was used and the procedure was finished without issue.